Event description:
It was reported that a cartridge alarm occurred, leading to a high blood glucose reading displayed as "high," but the specific value was unknown. There was no adverse impact on the customer's blood glucose level. The customer attempted to address the high blood glucose by administering a correction bolus via the pump. Tandem technical support decided to replace the pump due to consecutive cartridge alarms and arranged for the delivery of a replacement pump with updated software. The customer was advised to put the existing pump into storage mode and return it using the provided return box and pre-paid label. They were also instructed to program their pump settings and connect their continuous glucose monitor to the new pump. The customer acknowledged all instructions given by technical support.